Event description:
It was reported the patient's implantable neurostimulator (ins) eroded twice after the initial implant. It was noted the issue had since been resolved. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 37642, lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID 3391s-40, lot# v257753, serial# implanted: explanted: product type lead product ID 3391s-40, lot# v257753, serial# implanted: explanted: product type lead. (B)(4).